Event description:
The international customer reported the ventilator would not work on ac power. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem.